Manufacturer narrative:
The symptom ¿ blank screen¿ was confirmed during the testing. The cause is the inverter board that was faulty; the inverter board transformer is found burnt. The voltage check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient requested assistance on troubleshooting a liberty cycler. The display screen went blank. The patient was advised to cancel treatment on the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event.